Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
On 01.15.10 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in (B) (6) 2007, the pt was administered heparin while at a hospital, and experienced, among other symptoms, heart problems, shock, increased sweating, fainting, nausea, vomiting, low energy, and shortness of breath. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with contaminated heparin.